Event description:
The balloon popped during a t5 synflate balloon kyphoplasty procedure. The balloon was extracted in whole and the contrast solution was left inside the patient. Surgeon never eclipsed max psi or 30 atm. Of balloon. It is reported that, during the procedure, surgeon was never under red region of the inflation device. Content was inserted into working cannula. Surgeon inserted a second needle from contralateral side and filled same side with cement. Cement was successfully inserted across the vertebral body without harm to patient. This report is for one, synflate balloon/small- sterile. This is 1 of 1 device for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Alternative product code is hrx. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.